Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. There was no problem with the image during preparation but during insertion before reaching the lesion the screen suddenly became black, and nothing was displayed. It was noted that air was not removed during preparation for flushing. The procedure was completed with another of the same device. There were no patient complications.